Event description:
The customer reported that the unit displayed a feed error. Upon triage on (B)(6) 2017 the service technician found that the unit had no alarm at start up.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the service finding that the pump had no alarm at start up. The unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a formal corrective and preventative action investigation has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.